Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal power distributor (upd) board involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The upd board was installed and tested on an in-house system. The system started up and failed with error 31221 (the high side switch fault fpga (field programmable gate array) log has detected a loss of power). The root cause was attributed to a component failure. Isi also received proximal set up joint (psuj) 4 involved with this complaint and completed the device evaluation. Failure analysis investigations could not reproduce the reported failure of error 31221. The unit was installed on the system and no error was triggered. The unit passed all tests that were performed. The issue was found to reside within the horizontal harness. The wire harness cable and fiber optic would be replaced as a fix. The root cause was attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting that error 31221 occurred, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported problem during field evaluation. The fse reviewed the system logs and identified errors 31221 and 319 occurring between the universal power distributor (upd) board and proximal set up joint (psuj) 4. The fse replaced the upd board and psuj 4 to resolve the reported problem. The system was tested and verified as ready for use. The complaint regarding error 31221 occurred was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. Isi has received the upd board and psuj for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following completion of the evaluation. This complaint is considered a reportable malfunction due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to laparoscopic surgery. Although no patient harm was reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer called in to report that error 31221 occurred. System functionality was reportedly checked prior to use, and no issues/errors were noted during initialization. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system log with the customer and identified error 31221 pointing to an issue with the universal power distributor (upd) board. The tse had the customer hard power cycle the system and perform an emergency power off (epo) on the patient side cart (psc), but the error could not be resolved. The procedure was converted to laparoscopic surgery. Isi performed follow-up with the customer and obtained the following additional information regarding the reported event: the procedure conversion did not result in increasing port size incision or adding additional ports. It was confirmed that there was no patient harm, injury or adverse outcome.